Event description:
It was reported the patient had a revision yesterday ((B)(6) 2014) on fractured lead and to move their implantable neurostimulator (ins). It was determined the lead was fractured about 2-3 months ago. It was noted the implanting hcp accidentally implanted the ins on his belt line so his belt was rubbing against it. The ins was moved down and to the side. It was reported the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).